Event description:
The orange biohazard bags are not sealing properly. The ziplock part will not seal/line up. 4/5 bags I tried did not close. They come pre-zipped closed and then you open them to put specimen in and can¿t re-zip them. Manufacturer response for biohazard bags, biohazard bags (per site reporter) informed rep.